Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. H10 additional narrative: corrected: h5.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the surgeon said patient was dealing with some discomfort in her left hip. Upon reviewing xrays, the surgeon noticed that the patient had a metal on metal construct implanted. He removed fluid from patients hip and results came back confirming metallosis. He opted to remove the metal liner and head, perform a thorough washout, and implant a poly liner with a ts ceramic head. A 52x36 metal liner was removed. Surgeon opted to implant a 36x52mm +4 10 degree liner. A trial reduction was performed with a 36mm +1.5 head, and found to be satisfactory. The real ts ceramic head was opened and implanted. Closing process began. Original implant date unknown. Doi: unknown, dor:(B)(6) 2020, affected side: left hip.